Event description:
It was reported while using the bd phoenix¿ nmic-306 a patient isolate had a high mic (false resistant) for the drug ertapenem but when repeated the result was sensitive. The user verified the final result using repeat testing. It is also to be noted that the upstream instrument was found to be contaminated. No health impact or consequence reported.

Manufacturer narrative:
. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, 031530, k031699, k031912, k032299, k032567, k032655, k032675, k033362, k033458, k033558, k033560, k041384, k042932, k052269, k060214, 060217, k060257, k060444, k060447, k061327, k061355, k061867, k062207, k062944, k063301, and k06348. H4. Device manufacture date: unknown investigation summary: this complaint is for high mic results for ertapenem (etp) when using panel phoenix nmic-306 (catalog number 449292) batch number unknown. Customer returned panels, isolates or phoenix generated lab reports were not available for the investigation. The customer noted that ap tubing was installed incorrectly, causing contamination and false resistance results. The batch number was not provided, therefore this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. Historical trending was reviewed and there were no trends for high mic results for panel sku 449292. Bd will continue to monitor for trends and take action as necessary.